Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the arthrex tubing ar-6425 did not work. According to the surgeon there was a harm for the patient cause his knee has swollen due to hyperpressure. The event occured in tahiti french polynesia. At the time of initial report we do not have any further information. Update 02-dec-2019: the tubing was not used in a previous case and also the tubing was not leaking. The settings of the pump was the "knee mode". Another device was used to remove the excess fluid. The patient was not kept overnight. The arthrex dual wave pump ar-6480 (serial: (B)(4)) was used.